Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Carl reported error 242.4030 on lvp8100 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: carl just would like to report what he discovered the fix for his error 242.4030 on his pump. He said he found loose nylon screw near l2 on motor control board. He tighten the nylon screw and the error went away. Ref:_00d30y0yr._5000l1qifjz:ref